Event description:
The pt alledges that his finger implant is fractured.

Manufacturer narrative:
Review of the device history records did not reveal any mfg deviations or anomalies. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.